Event description:
During the robotic nephrectomy, while trying to retrieve the specimen from inside patient, there was a failure of the retrieval bag. The bag failed to open fully while inside patient.